Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the system power manager (spm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In system logs, error 252 was found indicating one of the interfaces timed out. Upon visual inspection, no issues were found that would be related to the reported event. This spm assembly was installed, programmed, and tested on the printed circuit assembly (pca) test system, run 12x power cycles with no issue on startup, and no errors or failures were triggered. This spm assembly remained on the system for 2 hours idling in normal mode with no issue. In addition to the test, this unit went through in process correction verification and passed all the tests. The probable root cause can be attributed to a component failure on the system power manager (spm). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, site had non-recoverable 252 faults on the system. Site stated that power cycled twice but issue persisted. Technical support engineer (tse) had site hard cycle all components but patient side cart (psc) was not coming up with system. Then, tse had site reseat the blue fiber and hard cycle psc again. Also, tse had customer power up system from psc and system came up normally. Later, site called back and stated that the 252 fault returned. Site was not able to troubleshoot. The procedure was completing as planned with no reported injury.